Manufacturer narrative:
Omit: a141204 - pumping stopped (1503), g04105 - pump, b17 - device not returned, c20 - no findings available. Additional information: describe event or problem, device available for eval., returned to manufacturer on, device return to manuf ., device eval .by manufacturer, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module had two issues: "disconnected" and turned off during infusion. Per hospital's biomed, the device was tested using alaris system maintenance and found no issue. Although requested, additional information was not provided. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module turned off during infusion. There was patient involvement but the information on patient impact is not known.